Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on the system 98 ,the hospital reported that the machine consumed helium very quickly and testing revealed a problem with the safety disk, but no harm was caused to the patient and the machine is awaiting repairs.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d3 (manufacturer), g4, h6 (investigation type). The UDI #, cat # is kept blank as data is not available in sap.

Event description:
N/a